Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted at the time. A call was placed to technical services on (B)(6) 2017 stating that the real time egm shows noise on the channels. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).